Event description:
It was reported that during a da vinci-assisted surgical procedure, the cautery function of the permanent cautery hook (pch) instrument was not working. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken conductor wire at the proximal end to be related to the customer reported complaint. For clarification, the instrument housing was removed from the back end and found the conductor wire broken. The conductor wire was broken at the connector. No thermal or insulation damage was observed. No signs of corrosion or residue was found. The cables did not exhibit any signs of damage. The conductor wire at the distal end was inspected, no physical damage was observed. The instrument failed an electrical continuity test. The root cause for the broken conductor wire at the proximal end is typically attributed to manufacturing. A review of the instrument log for the product associated with this event shows that the instrument was last used on (B)(6) 2022 on system sk0308. The instrument was found to have 5 uses remaining. No image or procedure video was provided for review. This complaint is reportable due to the following: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.